Event description:
Initially reported by a company representative as: gastric balloon suction catheter ruptured due to inflation with oxygen damaging the esophagus and sending pieces of the device into the lungs. Further follow up and clarification of the event reported as: after placement of the lap-band system, the surgeon asked the nurse anesthetist to insufflate the stomach. The nurse anesthetist hooked up the oxygen to the balloon port of the lap-band system calibration tube instead of the suction port. The balloon blew up and blew a hole in the patient's esophagus... Which sent pieces of the balloon into the patient's lung. The esophagus was repaired, the balloon pieces were removed, as was the damaged lung tissue. The lap-band system was also removed. No patient information is available other than the patient is stable at this time.

Manufacturer narrative:
This device is not designed to insufflate the stomach. Calibration tube device labeling: calibration tube features: the calibration tube is a duallumen translucent silicone tube 157 cm long with a 13 mm diameter sensor tip at its distal end. A 15 cc to 25 cc balloon for controlled sizing and positioning of the gastric pouch is located 3.5 cm from the distal end of the sensor tip. Through the first lumen, the balloon is inflated via an inflation port which remains external during the procedure. The second lumen is used for drainage, suction and irrigation. Measurement of the pouch: the anesthesiologist passes the calibration tube down into the stomach and inflates its balloon with 25 cc of air (some surgeons prefer saline). The balloon is withdrawn upwards until it is against the gastroesophageal junction. The lap-band system is placed around the stomach and inflated with sterile saline to create the proper stoma diameter and pouch size using the calibration tube.